Event description:
It is reported that a customer is having communication issues with their insulin pump and can not get the screen on the device to work. The customer stated that they experienced low blood glucose of 35 mg/dl after falling down and breaking their hip. The customer was hospitalized for the broken hip and low blood sugar on (B)(6) 2014. The customer was told that medtronic will reach out to them in 90 days to follow up on her condition. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.